Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, the root cause could not be determined. Based on the problem description, the reported issue is a spike leak. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported the tubing of two 3m¿ ranger¿ blood/fluid warming high flow sets separated from the spikes and leaked during use. There were no reported injuries or medical interventions alleged as a result of the reported malfunctions.